Event description:
While the surgeon was using the harmonic device in the pelvic cavity, a small piece of plastic broke off of the harmonic ace handpiece. The piece was visible inside of the cavity and the surgeons were able to remove it (no piece was retained). The harmonic had been in use for less than 30 minutes. The operating room (or) nurse completed the report. The disposable device was exchanged for a new one and the broken device was given to the or team leader for pick-up by the company as needed.